Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she¿s been experiencing rashes in the shape of the sensor¿s adhesive patch but that since (B)(6) 2013, it¿s been getting worse. Rashes are leaving permanent dark areas at the insertion site. Patient has sought medical intervention and is still using cgm. Patient reports that the insertion site still itches once in a while.